Manufacturer narrative:
(B)(4). Report source - netherlands. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that incorrect product was implanted. During surgery for implantation of a persona cemented ps knee prosthesis the team made a wrong combination of implant components. The articular surface that was implanted did match the tibial size but it did not match the femoral size in this patient. The femoral component is too big for the articular surface. One hour after surgery we were informed that they would not perform an exchange of the articular surface. Attempts to obtain additional information have been made; however, no more information is available.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, g3, g6, h1, h2, h3, h6, and h10 no product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were not provided. Device history record (DHR) review was unable to be performed as the part and lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.